Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer said there was no symptom from high blood glucose. Customer are able to troubleshoot. Customer reports they have not contacted their healthcare regarding the high blood glucose reading. Customer blood glucose at time of incident 400 mg/dl. Current blood glucose is 230 mg/dl. When customer woke up, blood glucose reads 52 mg/dl. Infusion set was last changed on (B)(6) 2017. High blood glucose event started on (B)(6) 2017. Insulin pump will not be returning for analysis.